Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose. The customers blood glucose was 434 mg/dl. Customer was neither in emergency room, nor admitted into hospital, troubleshooting was not completed and device return is not indicated.